Manufacturer narrative:
UDI: (B)(4). (B)(6).

Event description:
The customer experienced a recurring issue with high results for elecsys ft4 ii assay from a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The serial number was requested but was not provided. The customer would send the samples to another laboratory to be tested on a siemens analyzer and the results would be lower and match the medical history of the patients. The specific number of patient samples involved was not provided. Data was only provided for one patient sample. The initial result was 1.80 ng/dl and was reported to the medical personnel. On (B)(6) 2016, the result from the siemens analyzer was 1.46 ng/dl. The patient was not adversely affected.

Manufacturer narrative:
The customer reported they received question able ft4 results for two additional patient samples. Patient 2: on (B)(6) 2016, the ft4 result from the roche diagnostics elecsys e170 modular analytics immunoassay analyzer was 1.81 ng/dl. On (B)(6) 2016, the result from a beckman analyzer was 1.14 ng/dl. On (B)(6) 2016, the result from a siemens analyzer was 1.00 ng/dl. Patient 3: on (B)(6) 2016, the result from the roche diagnostics elecsys e170 modular analytics immunoassay analyzer was 1.80 ng/dl. On (B)(6) 2016, the result from a beckman analyzer was 1.32 ng/dl. Information concerning if any erroneous result was reported outside the laboratory or if the patients were adversely affected was requested but was not provided.

Manufacturer narrative:
Samples from patient 2 and patient 3 were submitted for investigation. For patient 2, the customer's ft4 result was confirmed and an interfering factor was detected which most likely caused the event. This interference is documented in product labeling. For the patient 3, the customer's ft4 result was confirmed, but no interfering factor was detected. Based on the information that the patient was on the thyroid medication lt4, the ft4 value was most likely the correct result for the patient.

Manufacturer narrative:
For patient 2 and patient 3, the results were reported outside the laboratory to the medical personnel. The customer stated the results did not have any impact on the patient because the laboratory did not believe the results.

Manufacturer narrative:
Additional information was received that the erroneous results were reported outside the laboratory.there was no adverse event reported.